Event description:
Pt was revised to address loosening of the stem which is believed to have caused the stem to fracture.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx six years ago. Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be reopened.